Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that he took the battery out of the pump and shut it off, but was trying to get it turned back on and it won't come up. The customer¿s blood glucose level was unknown. Customer¿s husband also reported that the customer was in hospital because she had surgery. The device will not be returned for analysis.